Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 800 mg/dl. Troubleshooting was performed, and the basal rates were programmed, but the daily totals had a total of 0.00 unit after may 3, 2010. The insulin pump rewound and primed properly. The wife also stated that there was a dark spot on the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.